Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the MRI power port isp. On (B)(6) 2025, it was found that the catheter allegedly fractured and got separated. It was further reportedly catheter was allegedly leaked. There was no reported patient injury.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the MRI power port isp. On (B)(6) 2025, it was found that the catheter allegedly fractured and got separated. It was further reportedly catheter was allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of the catheter in which multiple cracks were noted longitudinally. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak issues as the cracks were noted on the catheter. However, the investigation is inconclusive for the reported material separation issue as the reported event cannot be confirmed from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.